Event description:
During cardiopulmonary bypass, the water circulation pump would not start. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation has begin, but no conclusions have been drawn.